Manufacturer narrative:
This report was sent in error, as the broken device would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device was broken. The issue was identified at the time of set up before the patient entered into room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.